Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit had an operation check.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field engineer(fse) was dispatched to evaluate this unit. Perform functional tests and verify the correct operation of the equipment. It is recommended to replace the ECG and pressure leads.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).